Event description:
Rptr questions whether the device in the below description was mishandled on purpose since it was from a coroner and was involved in a pt death. Also, he states that it is inconceivable that the co uses routine us postal mail instead of having a means to track pacemakers which are explanted and returned for testing. Rptr called regarding an autopsy issue related to a male, dead in 2006 at 0530. The deceased had a pacemaker implanted five years ago. When the wife found him unresponsive, she called 911. The ambulance crew placed leads on the deceased and found the pacemaker spikes on the strip. He was pronounced dead at the scene. The county coroner referred the case to a second co. According to rptr, the implanting surgeon stated the pt was non-compliant and had not been back to the office for 5 years. In 12/2005, the device was interrogated, and the pt had seen the implanting surgeon the next month. At the time of the visit the implanting surgeon noted that the voltage readings were high. The deceased had been requested to return to the office again, but did not keep the appointment. The info that rptr wanted to determine at the time of autopsy was if the pacemaker was functioning properly. It was firing, but it was not clear that it was working as intended. He had made many inquiries about getting the device tested by an independent source, but no forensic pathologist that he spoke with was aware of any method to get it tested other than returning the device to the MFR. He felt his was a conflict of interest, but since he could not locate another source, he contacted st jude medical's local representative for st jude medical signed for the pacemaker at the end of the month. He made contact with her and the chief technical supervisor on several occasions. He was told that it had been sent in, but the MFR stated it had not been rec'd. He stated that the two had been pointing fingers at the other end of the system. After several attempts to get info on the pacemaker that had been signed out to local rep, he was called on 11/13/06 about noon by vice president, st jude medical. He informed him that the device apparently had been lost in the mail. When rptr asked about tracking the shipment, he stated that the device was placed into regular us postal mail without any tracking.